Event description:
Proximal femoral nail anti-rotation implanted because of broken femoral neck but needed revision due to perforation from the pfna blade on the femoral head in the acetabulum. This is 1 of 1 reports for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing device history records were reviewed and no complaint related issues were found. The visual inspection and functional testing of the existing implant showed no abnormalities. The cause of the cut-through of the proximal femoral nail anti-rotation blade cannot be conclusively assessed based on the data. The complaint evaluation has determined this event to be indeterminate. A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.